Event description:
In each of the three events, the physician attached a fetal scalp electrode onto the scalp of the fetuses. Upon removing the instruments, the metal screw tips were missing. After delivery and subsequent x-rays, one infant had the metal screw tip from the device embedded in its scalp.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.